Event description:
Nurse entered pt's room and found him unresponsive, noted hands were cyanotic and a change in breathing pattern. Noted that settings on pump were correct and that 93cc's of morphine sulfate (mg./1cc) had infused in approx. 4 1/2 hours. One ampule of narcan was given intravenously. Pt became responsive after the narcan and returned to the status he was at prior to the in incident.